Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Initially, the customer was unable to load the cartridge onto the pump despite following several troubleshooting steps with technical support. The issue persisted until the customer used a new cartridge with water, after which the problem resolved. The customer then successfully loaded a new cartridge with insulin, resolving the issue completely. Replacement cartridges were sent to the customer, and they were advised to monitor the system and contact support if the issue reoccurs.